Manufacturer narrative:
Upon receipt at boston scientific crm, visual inspection noted the complete lead was returned. The lead passed conductor resistance, high potential, and insulation pressure testing, confirming the conductor and insulation were uncompromised and intact.

Event description:
Boston scientific crm received information that this left ventricular (lv) lead dislodged within two weeks of implant. Loss of capture (loc) was reported and a lead revision procedure was performed one month post implant. This lead was explanted and a new lead was successfully implanted. Other than the procedure, no adverse patient effects were reported.